Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's device and leads were explanted due to positive blood culture bacteremia and suspected endocarditis without vegetation. A temporary external lead was implanted until a permanent system can be reimplanted. No further patient complications have been reported as a result of this event.